Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation.  Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown as the device functioned as intended.

Event description:
During a supraventricular tachycardia (svt) ablation procedure, the tacticath se was opened and connected to all equipment for an ablation. After catheter insertion, there was noise on the ablation signal. The tactisys was replaced, and the tacticath rf cable was replaced but the issue persisted. The catheter was replaced and the procedure was completed with no adverse patient consequences. A procedural delay occurred due to these issues.